Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter.

Event description:
It was later reported that the hospital was refusing to release the pump, as it was the property of the patient.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the pump was explanted, and that the ¿issue¿ had been reported. The reporter wanted the pump to be released from the hospital to be returned for analysis. The pump system was being used to infuse an unknown medication. Further follow-up is being conducted to obtain information regarding the pump medications, reason for explant, patient symptoms, and patient outcome. If additional information is received, a follow-up report will be sent.